Event description:
It was reported that the patient was having severe abdominal pain with redness and swelling over the neurostimulator implant area. The patient had also been experiencing severe vomiting. The patient was scheduled for endoscopy in 2002, when it was discovered that a gastric lead was protruding into the stomach wall. The patient underwent surgical revision/replacement of the neurostimulator and leads in 2002.